Manufacturer narrative:
Additional information received clarified that the lens malfunction reported in the initial report meant that the patient complained of not being able to see clearly. No patient injury was reported. No additional information was provided. (B)(4). Device available for evaluation?: yes, returned to manufacturer on 07/24/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the lens was damaged most probably to make explant possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 19.0 diopter intraocular lens was explanted due to lens malfunction. The lens was replaced with a non-amo device. No further information was provided.